Event description:
It was reported that during the pt's first fitting, the pt felt an acute pain in the area around the implant. The pt had no hearing sensation, even at very high stimulation levels. Testing confirmed that the device is malfunctioning.